Event description:
Open colorectal anastomosis was performed with the colonring device. The following complaint was reported "when the surgeon turned the operation knob to end, the red indicator came out but the device can be fired and took out."

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd;3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. The red marker has no impact on device safety and performance and thus the outcome of the procedure. It only serves as an additional indication of the sequential status of device operation.